Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-06862. (B)(4). It was further reported that chest pain occurred. The target lesion in 2nd obtuse marginal was 15mm in length. On (B)(6) 2013, the patient presented with the event of chest discomfort and the patient was treated with medication.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the event chest pain is "not related" to the study device.

Event description:
(B)(6) clinical study. It was reported that during a percutaneous coronary intervention, vessel dissection occurred. Clinical status assessment on (B)(6) 2013, identified the subject¿s qualifying condition was stable angina and the subject was referred for cardiac catheterization. One day from admission, the index procedure was performed. The target lesion was located in the 2nd obtuse(om) with 90% stenosis with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and placement of a 2.25 x 20 mm study stent. Following stent deployment, a grade a dissection was noted proximal to the target lesion which was treated with placement of 2.25 x 12 mm bailout study stent. Following post dilatation, residual stenosis of 0%.